Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported false positive results in the control well and the reverse typing of ih-card abo/d(dvi-)+rev.a1, b on ih-1000. Furthermore, the customer reported hazy reactions instead of clear negative results and a carry over. The customer did not return the supposedly defective product lot for investigational testing, but he sent in one patient sample that had caused a false positive test result. The original patient sample provided by the customer could not be tested on ih-1000, because the device displayed "clot detection". Therefore, the patient sample was tested manually and showed correct positive and negative results. The blood group was a rh(d) positive. Then, the patient sample was washed with isotonic saline and tested on the ih-1000. Again, all positive and negative reactions were correct. Furthermore, our qc tested their retention sample of the allegedly defective lot with different donor samples on ih-1000. All positive and negative reactions were correct. We did not observe any false positive reaction. Result images of the incident were provided and showed false positive and hazy reactions. The outcome of the investigation of the affected instrument was: the gel level was too low and it was obvious that the ih card should not be used. The reaction seemed like atypical. It was like a trail or hazy. Most probably such reactions were caused by the bad status of ih card. The reactions of the false positives and the hazy reactions looked the same. Therefore we could suspect that the ih-card used had very low gel level. It could explain this kind of trail reaction or hazy reaction. Based on the images provided by the customer the complaint was classified as confirmed - upp (unexpected product performance). But nevertheless, the retention sample reacted as expected and the complaint sample was not available for investigation. The outcome of the investigation of the images provided by the customer was that the issues were most probably caused by cards with a gel level that was too low. Therefore, we would like to refer to the chapter "precautions" of the instruction for use (IFU): do not use cards showing signs of drying, discoloration, bubbles, crystals or other artifacts. Do not use cards with damaged foil strips. Do not use gel cards if the gel matrix is absent or if the liquid level in the microtube is not at or below the gel matrix. A clear liquid layer should be visible on top of the uniform gel matrix in each microtube. Cards with dispersed drops observed at the top of the microtube, due to improper storage or shipping conditions, have to be centrifuged with ih-centrifuge l or ih-reader 24 with preset time and speed before use. If drops are still observed on top of the microtube after one centrifugation it is recommended to not use the card. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our intial report on this incident.

Event description:
The customer reported false positive results in the control well and the reverse typing of ih-card abo/d(dvi-)+rev.a1, b on ih-1000. Due to the discrepancy between forward and reverse typing and the false positive reaction in the control well the ih-1000 stated "abo not interpretable" and no incorrect results were released. The customer did neither return the supposedly defective product for investigational testing nor the patient samples that had caused the false positive test results. Testing of the retention sample in ourf quality control laboratory s still ongoing and we are waiting for the trace files of the instrument. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.